Manufacturer narrative:
(B)(6). A visual examination confirmed the complaint of the shaft tip/cutting edge breaking off. The broken portion was not returned for evaluation. The handle has been bead blasted and laser marking taped over. Without the return of the missing portion of the tip a root cause cannot be defined. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
The tip end of the punch broke during surgery. The metallic part was removed from the patient. A back-up device was available for use. No patient injury or other complications were reported.